Event description:
Patient was revised due to denali set screw disengagement from iliac screw 1-3 months post-op.

Manufacturer narrative:
Pre-operative x-rays and CT scans revealed set screw disengagement from iliac screw. Set screw was removed, lateral connector positioned back into iliac screw head, and new set screw applied. The subject device was returned to the manufacturer for evaluation, while the torque handle and lateral offset connector that were used in the original case were not returned and could not be evaluated. The set screw was discolored, reportedly due to cleaning and sterilization. The discoloration of the set screws makes it difficult to determine a definitive root cause. The set screw was examined visually and microscopically. The rod contact surface of the set screw appeared to exhibit multiple abraded areas that are uniform about the center of the set screw. The discoloration of set screw made it difficult properly examine the surface. There was no significant damage observed on the threads of the set screw. Engineering analysis states that allegedly, set screw was making full contact with the rod, but is possible that it was not fully tightened causing the disengagement. The manufacturing and inspection records (november 2014) were reviewed and no discrepancies or contributing factors were found.